Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) due to an extended charge time of 20 seconds. This device had been in service for approximately 2.5 years. A boston scientific crm technical services (ts) consultant discussed that this device likely declared eri due to mid life increase in battery cell impedance. To date, there have been no reported patient symptoms associated with this clinical observation.